Event description:
Complainant alleged that the staff was attempting to defibrillate a patient (age, gender and condition unknown) during a code. The staff defibrillated the patient two times, the first time at 200 joules, and the second time at 300 joules. On the third attempt to defibrillate the patient at 360 joules, the complainant alleged that the device did not discharge. There were no messages displayed on the screen. The staff was able to obtain another monitor to successfully defibrillate the patient. There was no adverse effect on the patient.